Event description:
It was reported that patient had a pump revision in the last six-eight months. The plastic surgeons put a grafting material over the patient's pump because it was eroding through the skin. The pump was infusing fentanyl, bupivacaine, and baclofen.

Event description:
It was later reported that the pump was explanted as it was ¿extruded¿. The patient outcome was reported as recovered without sequelae. The device was returned for disposal only.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed that after the internal decontamination was done, it became impossible to fill or aspirate the pump¿s reservoir, therefore the pumptube leak test and any dispense testing could not be done on this pump. The pump, with a needle put into the fillport, was submerged under water and 25 psi of air pressure was applied. No leaking was seen from the septum. It was also found that the two pads on the upper bridge and the pumphead cover were not in contact with each other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.